Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the ems was called due to her low blood glucose. Customer's blood glucose was 23 mg/dl. Customer declined troubleshooting. Customer's blood glucose was 282 mg/dl at time of call. Customer will not be returning the reservoir for analysis.